Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer originally reported that the device was found deformed and bent a little during a case. A new device of the same type was opened and used to successfully complete the procedure, there was no patient injury. The device was returned for evaluation and it was found that part of the insulation was melted. The device failed hipot testing around the melted insulation.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. Date of follow-up report: (B)(6) 2017. Visual inspection of the incident device found blood inside the electrode tube and on the spatula tip. The insulation was melted along the shaft. The electrode was also slightly bent as though it had been exposed to excessive lateral force. The device failed hipot testing around the melted insulation area. Further inspection found excessive eschar caked inside the aspirator tube which created a conductive path between the active electrode and the external surface of the electrode insulation. The investigation identified the root cause of the reported event to be attributed to the user. The instructions for use warns irrigation fluid must be cleared and suction activated prior to activation the electrosurgical handset to prevent this type of issue from occurring.